Event description:
The primary surgery was nearly 5 ago. The patient presented with no issues at numerous post op follow up appointments and radiographically had no issue until the patient recently noticed clicking and some discomfort in his hip.

Event description:
It was reported that revision surgery was performed after the acetabular cup flipped out of position and the patient noted clicking in hip when moving.

Manufacturer narrative:
Examination of radiographs showing the device alignment whilst in-vivo was performed in lieu of returned components.